Event description:
It was reported that as the coil was being placed inside the aneurysm located in the internal carotid artery, it detached. The physician pushed the coil inside the aneurysm with the coil delivery wire without any clinical consequences to the patient.

Event description:
It was reported that as the coil was being placed inside the aneurysm located in the internal carotid artery, it detached. The physician pushed the coil inside the aneurysm with the coil delivery wire without any clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted; therefore, analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available, it is probable that unknown procedural factors contributed to the reported issue limiting the performance of the device. Therefore, a root cause of operational context has been assigned to the reported event.

Manufacturer narrative:
Subject device remains implanted.